Event description:
It was reported that an alarm 16 issue occurred with a t:slim insulin pump, preventing the customer from successfully completing the cartridge loading process and resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Initially, the customer was unable to resolve the issue by reloading the original cartridge. However, after receiving instructions to reset the pump, the customer successfully loaded a new cartridge and resumed insulin delivery. Technical support advised the customer to discuss insurance coverage with sales to purchase a new pump.